Event description:
The account alleged the bed has no function.

Manufacturer narrative:
Technical support instructed the account to check the f17 and f18 fuses on the power control module for 23vdc. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.